Event description:
It was reported that the customer's insulin pump was dead even after inserting a new battery. The customer stated that she also received the battery out limit alarm. The customer stated that the batteries were not out of the insulin pump greater than the duration allowed by the insulin pump. The customer received multiple battery out limit alarms even when the batteries were out of the insulin pump for less than one minute. The customer later reported a high blood glucose of 600 mg/dl. The customer stated that the cause was the alarm while she was sleeping and subsequently not receiving any insulin. The customer experienced a blank display that persisted even after troubleshooting was performed. Advised insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed the self test, the unexpected restart error test, the rewind basic occlusion test, the occlusion test, the prime/force sensor system test, the excessive no delivery test and the displacement test. The insulin pump was received with a scratched lcd window. The insulin pump was monitored and no blank display anomalies or battery out limit alarm were noted. There was no damage on the c13/lcd isolation tape noted. There was no unexpected insulin pump resetting anomaly noted. The insulin pump was received with all buttons responding properly. There was a slightly corroded battery tube found. The insulin pump was received with a cracked case at the display window corners, reservoir tube lip and battery tube threads. The insulin pump was received with a minor scratched display window. The insulin pump was received with a missing end cap sticker.